Event description:
International affiliate reports the inner flange of the viper2 screw extension separated from the instrument intra-operatively, causing the screw extension to come loose during screw insertion. The screw was removed and replaced using another screw extension. The difficulty resulted in a delay to the procedure of forty five minutes. Also, examination of a returned set screw found its threads were partially torn/stripped. See mfg medwatch report# 1526439-2013-30728 for the set screw with torn threads that was involved in this event.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required field. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned viper2 screw extension noted no defects or abnormalities. Additionally, a functional assessment was conducted of which no product problems were identified as the extension functioned as intended. Review of the device history record revealed no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A twelve month review of the complaint trend analysis for the viper2 screw extension found no related complaints. The reported complaint of flange separation from the profile of the extension cannot be confirmed. At this time, the complaint is considered to be closed.